Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the site experienced difficulties verifying a motorized surgical assistant instrument. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that the site was able to verify the instrument after ~20 minutes of attempts. It was noted that the instrument has since been used in other procedures without replication.